Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The complaint includes presence of particles in the device and also the patient has dry throat and mouth, sinuses and dripping nose and drying out while sleeping . There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Incorrect code on section h6: medical device problem code was submitted in the previous report.

Manufacturer narrative:
Upon further review, the device not contain sound abatement foam that would be likely to cause or contribute to death or serious injury and is not in scope of res 88058. Therefore, there is no allegation of a reportable event associated with the device at this time.